Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported observing an air bubble in the tubing. Customer changed pump supplies to address the issue and successfully resumed insulin delivery. Customer's blood glucose was 462 mg/dl at time of alarm.